Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a "no backup battery detected" alarm. It is unknown under what circumstances the event occurred; however, there was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply and the power management board. The batteries began charging properly. The fse then performed a checkout of unit and found the monitor holder on the console was not popping up when the release was pushed in and he repaired it. The iabp unit passed all other testing and was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a "no backup battery detected" alarm. It is unknown under what circumstances the event occurred; however, there was no patient involvement and no adverse event reported.